Manufacturer narrative:
(B)(4). Batch #u5ak24. Investigation summary: the analysis showed that an ats45 device was received with a 6r45b cartridge loaded on the device. The returned reload was partially fired 1/10 with the reload lock out spring damaged. Further analysis shows that the device was noted to have insufficient anvil crimp. No functional was performed due the condition of the device. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. The damage to the insufficient crimp assembly has been correlated to the manufacturing process. It should be noted that as part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that during an unknown procedure, the jaws of the ats45 would not open and close properly, and would not latch or fire (device was not latched on tissue). They used another one to complete the case. There were no patient consequences.